Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0644 showed nineteen other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the transparent extension tubing following the insertion of the catheter, the latch was unable to be engaged. No other information was provided.